Event description:
It was reported per medwatch report that a triple lumen catheter was placed in the right femoral vein by the physician, then the pt was admitted to the intensive care unit. On (B) (6) 2008, a CT of the abdomen showed a metallic j-wire in the inferior vena cava. The pt was then taken back to interventional radiology for a transcatheter retrieval of the wire (B) (6) 2008, with no adverse pt outcome. The pt was discharged the same day.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.